Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient presented approximately one week post treatment with the complaint of three very mild vertical rainbow lines are seen when looking at artificial lights. There are multiple reports for this facility. This report addresses the patient (B)(6) and other manufacturer reports will be filed.

Manufacturer narrative:
The system history showed no abnormalities that could have contributed to this event. The review showed that the laser was successfully verified prior to and after the date of treatment. A root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).